Manufacturer narrative:
The customer service engineer (cse) inspected the device and replaced the graphic user interface (gui), printed circuit board (pcb), installed a backlight inverter printed circuit board, installed rev ak software and then calibrated the device. The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt). The device passed all calibrations according to mfg specifications. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Should add'l info become available, a supplemental report will be filed. (B)(4).

Event description:
A report was received from the USA stating that the graphic user interface (gui) display was erratic, the display showed high contrast and lines were present in the upper display. The device was not being used on a pt when event occurred. Though requested, no add'l info is available at this time.